Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "white display" which was confirmed during evaluation. Visual inspection found the cause was a damaged processor and corroded liquid crystal display (lcd) panel. The liquid crystal display and processor were replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white display. The problem was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.